Event description:
Customer ran normal control test on her contour meter and received a result of 571. Normal control range is 107-148. Ran another high out of range control during troubleshooting. Result was 396. Customer ran out of strips and opened a new bottle. Control fell in correct range. No product available to return for evaluation. Replacement strips were sent to the customer.